Event description:
After the catheter was inserted the wire would not retract. The catheterseparated at the distal first plastic weld. The procedure was cancelled and another unplanned surgical procedure was needed to extract the retained components from the radial artery. The patient was reported as fine once the portion of catheter was removed and was discharged home.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of catheter separated was able to be confirmed by the photo as it revealed that the catheter extrusion was separated near the juncture hub. The device showed clear evidence of use in the form of biological material. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related issue. The instructions for use (IFU) provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter , impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations. Warning: do not use excessive force in removing catheter. If resistance is meton removal, stop and follow institutional policies and procedures for difficult to remove catheters." The customer report of catheter separated was confirmed by visual inspection of the customer supplied photo. The photo revealed that the catheter extrusion was separated near the juncture hub. The device showed clear evidence of use in the form of biological material. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related issue. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
After the catheter was inserted the wire would not retract. The catheter separated at the distal first plastic weld. The procedure was cancelled and another unplanned surgical procedure was needed to extract the retained components from the radial artery. The patient was reported as fine once the portion of catheter was removed and was discharged home.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # **UDI related data quality updates only**

Manufacturer narrative:
(B)(4).

Event description:
After the catheter was inserted the wire would not retract. The catheter separated at the distal first plastic weld. The procedure was cancelled and another unplanned surgical procedure was needed to extract the retained components from the radial artery. The patient was reported as fine once the portion of catheter was removed and was discharged home.